Event description:
It was reported that the unit was sent to them because an l3 021 error code was received. It was not reported if the code displayed during a breast biopsy procedure. No patient consequence was reported. No further information is available.

Manufacturer narrative:
Date sent: 09/30/2008. Evaluation summary - the unit was received with minor scratches. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue, the analysis site replaced the vacuum pump and uniboard. After servicing, the unit passed all qa testing processes. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.